Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the allegation against this device was not confirmed. The baseline testing on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to noise. No additional adverse patient effects were reported.